Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to hardening of the uterus. The hospitalization occurred during clinical study observation. It was stated that the event happened during pregnancy but it did not threaten the customer's pregnancy or harm the fetus. Customer was hospitalized until (B)(6), 2014. It was stated that the doctor did not conclude that the device contributed to the problem. Nothing further reported.